Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer's mother called to report high blood glucose and the reading was 341 mg/dl. The mother also stated that insuliin leaked from the reservoir into the reservoir compartment. Nothing further was reported.